Event description:
Device 2 of 3. Reference MFR report numbers: 1627487-2012-06897, 06899. It was reported the pt is unable to receive adequate coverage. Reprogramming was unsuccessful. An impedance check revealed two low contacts. As a result, the pt may undergo x-rays or a fluoroscopy.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.